Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was also received with corroded battery tube, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. New battery cap was use for functional test. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. No cracked lcd window noted during visual inspection.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown. The customer had new batteries to test with insulin pump, customer inserted battery and display did not return. Customer stated he noticed a crack on the edge of the display. The customer was advised the insulin pump will be replaced.